Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous angioplasty, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified popliteal artery. The 2.0x40mm 144cm sterling es otw balloon was inflated 10 atm, and the balloon burst on the first inflation. Device was removed intact. The procedure was completed with a 2.0x40mm 144cm sterling es balloon. No patient complications were reported and patient status is good.